Manufacturer narrative:
The account indicated they are getting new beds soon and declined to repair this bed.

Event description:
Info received indicates the nurse call is not working from the siderails. He has isolated the siderails and replaced the junction box but the issue still remains on the left siderail.